Manufacturer narrative:
The reported event of ail alarms due to fluid remaining in tubing file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in track wise cannot be conducted. The customer stated that there was a patient involvement.

Event description:
During a 120 day compliance rounds, with the clinical consultant,the customer reported a concern regarding the amount of waste from drug remaining in the secondary tubing ( quantity not specified ) when the infusion is complete. The customer is unable to intercept the infusion before the bag empties, resulting in air in line alarms. It was reported that the solution was to close the secondary clamp to alleviate the issue.